Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 8.7 cm abdominal aortic aneurysm approximately (B)(6) months ago. Vessel morphology was not reported. It was reported that the patient missed the two year follow up appointment, which was scheduled approximately (B)(6) months ago and declined any other follow up appointments or treatment going forward. There was report of disease progression with aortic neck dilatation and the patient had presented emergently (B)(6) month(s) ago with stent graft migration, type I endoleak and ruptured aneurysm and expired on the same day.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, stent graft migration, aneurysm rupture), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).